Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that por was cleared during the trickle charge and that the patient's ins recharger was replaced. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient met with a manufacturer representative to have his charger checked out, and the manufacturer representative thinks that maybe the charger is not charging the implant correctly. The patient does not see anything wrong with the implantable neurostimulator recharger because it charges, but he has tocharge his implant battery every day for it to work. He normally charges his implant battery once a week without having to charge it again. If he does not charge the battery every day, the implant battery goes dead and ¿loses its juice.¿ if he waits a little bit over a day, the stimulator battery dies completely. The patient confirmed that he is able to connect with the implantable neurostimulator recharger and is able to get all the coupling bars shaded black. The implantable neurostimulator recharger shows that the implant battery is charging/progressing, but the issue is that by the next day, the implant will be dead. The patient noted that he has not made any changes to his settings himself, and he does not know if what the manufacturer representative did. The manufac turer representative checked it and put the clinician programmer over the implant. His implant battery was charging, but it does not stay charged as long as it¿s supposed to. He has to charge very day. It was reviewed that if the patient is able to connect with the recharger and get good coupling, that the issue is most likely not with the recharger. When asked if the patient charges up to 100%, the patient stated that he recharges for 3 hours and it just gets as far as it goes and shows that the whole battery charged. This concerns him because originally it would last for a week, and now overnight it ¿loses the juice.¿ the patient thinks that there is something wrong with his implant battery. The patient has met with the manufacturer representative two times regarding this issue. The patient has been having issues with the stimulator for about a year where it has not been working correctly. It was reviewed that an overdischarge of the device may affect the battery capacity. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the recharger was not charging the implant. The patient further stated they have tried all sorts of positions and tried to reset the recharger like a manufacturer¿s representative (rep) showed them to do, but no matter what the implant still does not charge. The recharger will not connect, and they confirmed the reposition antenna screen on the recharger. The patient confirmed there was also poor communication on the patient programmer. The patient stated they had issues with this same situation 3 times already. The patient stated the rep taught them all the tricks to do a reset. The patient stated they would not have got the implant if they would have known it would be problematic. The patient stated they did not know if there was something wrong with the device. The patient had the device implanted because they did not want to be on medications, but they are in a bind because they are in pain. The last time the patient successfully charged was a month and a half ago. The reason for not charging was a recharger problem. The patient wanted a rep to meet them in their home. The patient said they met a rep about 3 months ago and they gave the patient loaner equipment to help charge the implant. Additional information was received on 2018-jan-31 by a manufacturer representative (rep). They reported the patient's ins went into overdischarge because the patient had not charged their ins in three months. They met with the patient on (B)(6) 2018, and performed two physician mode recharges (pmrs) were performed. It was reviewed with the rep to have the patient continue recharging their ins to at least 25% charge and then to clear the power on reset (por). Antenna locate (al) feature was used and then another pmr was performed. The rep stated they would be meeting with the patient during the week of (B)(6) 2018 to reprogram their device. Additional information was received on (B)(6) 2018 from the patient clarifying that their recharger problems were that "through the course of 2017 the capacity to charge the stimulator battery to charge required more and more time until it stopped charging at all". The steps taken to resolve included two consultations with representatives in 2017 and several calls to the helpdesk and the exchange of equipment. The patient reported that the issue had not been resolved. The patient reported they had met with a representative for 3 hours to resolve the problem without success, and noted another appointment with the representative on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep saw the patient on (B)(6) 2018 and the battery was completely dead again. The rep was able to successfully restore power to the ins. It was reported that the rep was going to refer the patient to a different rep to have the ins replaced. No further complications are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.